Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 november 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. Heparin was administered during the procedure. Two hours after the procedure, the patient felt light headed. The patient's blood pressure and heart rate started to drop, and the patient became asystolic. Cardiopulmonary resuscitation (CPR) was initiated, and an echocardiogram showed a new pericardial effusion. The pericardial effusion developed into a cardiac tamponade. The effusion was drained by pericardiocentesis. The patient's hospital stay was extended. The patient was reported to be discharged following recovery. It is believed that the effusion was caused by the abbott device. No additional information was provided.

Manufacturer narrative:
An event of drop in blood pressure and heart rate, asystole, pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.